Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported some coatings, spots, or scratches which was identified during examination at reprocessing involving an olympus bronchofibervideoscope. The customer suspected the issue was inside the scope if it was not scratched. There was no patient involvement.